Event description:
It was reported that the patient presented in clinic due to discomfort from phrenic nerve stimulation delivered by their right ventricular (rv) lead. A device interrogation was performed and revealed that their rv lead exhibited failure to capture and no sensing of r waves. It was also noted that the patient's right atrial (ra) lead exhibited high capture thresholds. Both the ra and rv leads were dislodged due to twiddlers syndrome, and both were repositioned successfully on (B)(6) 2025. The patient was stable throughout.